Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: a pathology report detailing analysis of the device removed and a culture report detailing analysis of the specimens collected during the (B)(6) 2011 procedure was not provided.] (B)(6) 2018: (B)(6). (B)(6), md. Office notes. Medications: abacavir, aspirin, humalog insulin, lantus insulin. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
H6: updated health effect - clinical code - a0106 h6: updated investigation finding h6: updated investigation conclusion: d17: appropriate code/term not available for ¿withdrawn h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6), 2006 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from (B)(6), 2006 through (B)(6), 2009; from (B)(6), 2009 through (B)(6), 2011 were not provided. Patient information: medical history: ¿ hiv infection ¿ 2003: small bowel obstruction ¿ diabetes mellitus ¿ staphylococcus aureus infection of right foot ¿ skin cancer prior surgical procedures: ¿ unknown date: bilateral inguinal herniorrhaphy ¿ (B)(6) 2003: epigastric herniorrhaphy, colon resection ¿ (B)(6) 2003: incision and drainage of staphylococcus aureus infected lesion on right foot implant preoperative complaints: ¿ (B)(6) 2006: history and physical. ¿ventral hernia s/p [status post] colon resection @ ut [university of tennessee]. He was at methodist in (B)(6) 2003 prior to admission at ut [illegible] with d/x [diagnosis] of sbo [small bowel obstruction]. He then underwent an epigastric herniorrhaphy. Now presents to clinic with recurrent ventral hernia ((B)(6) 2006 CT shows minimal herniation of transverse colon incarceration). Palpable defect 4-5 cm in size right of midline 2-3 cm from umbilicus. Diagnoses: ventral hernia s/p previous epigastric herniorrhaphy. No obstruction. Plan: laparoscopic vs. Open repair. Implant procedure: laparoscopic incisional hernia repair with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/04273726, 15 cm x 19 cm, x 1 mm thick, oval] implant date: (B)(6), 2006 [hospitalization (B)(6), 2006 through (B)(6), 2006] ¿ description of hernia being treated: ¿the patient¿s abdomen was prepped and draped in the standard surgical fashion. The first one was placed under direct visualization using optiview trocar port in the left upper quadrant right below the coastal margin. We placed three more trocars on the left and right side of the patient. There were two trocars on the right and two on the left well away from the incision. The defect was measured as 9 x 11¿¿ ¿ implant size and fixation: ¿¿a piece of gore mesh (15 cm x 19 cm) was used to cover the defects by 3 to 5 cm on each side. Gore sutures were placed in each corner of the mesh. It was introduced into the abdomen. All sutures were tied through small stab incisions. A tacker was used to tack the mesh at least every centimeter. Every 3 to 5 centimeters a suture was placed to suture fixate the mesh. The mesh was placed well.¿ ? 12/1/06: discharge summary. ¿the patient had a successful repair of his ventral hernia performed laparoscopically. The patient did well postoperatively, tolerating clear liquids and voiding without difficulty.¿ relevant medical information: ¿ (B)(6) 2009: emergency room. ¿c/o [complains of] of abdominal pain and developed lower abdominal pain over the last 1-2 days which has progressed. The pain is severe and he has been mildly nauseated. He is hiv positive and has had bilateral hernia surgery as well as colon surgery for a hole in it. The location of pain upon onset was suprapubic, the present location of pain is suprapubic.¿ ¿admit: to inpatient unit.¿ ¿ (B)(6) 2009: CT abdomen/pelvis. ¿distal small bowel obstruction with transition point within the mid pelvis.¿ ¿ (B)(6) 2009: inpatient hospitalization [hospitalization dates unknown] (B)(6) 2009: lysis of adhesions ¿the abdomen was entered through a routine transverse incision just below the umbilicus. There was a rubber sheath-type of patch encountered. This had been secured to the peritoneum with screw-type tackers. This was transected just above the lower edge. There was bowel densely adhered to this and this was freed up without entering the bowel. After the incision had been made, all the small bowel was pulled out into the field. The bowel was a little bit dilated above the point of obstruction, but there was no other distinct adhesion found. The bowel had been decompressed mostly by the nasogastric suction. The bowel was run in its entirety and there was no injury, other abnormality, or other adhesion. The remainder of the abdomen was explored briefly by palpation and no abnormality was found. The facial layers were then closed in modified tom jones sutures of # 0 ethibond. The subcutaneous layer was irrigated with betadine solution and was then closed with interrupted 3-0 vicryl. The skin was closed with running 4-0 subcuticular vicryl.¿ (B)(6) 2009: discharge summary. ¿taken to operating room, bowel was densely adherent to a rubber sheath type ventral hernia patch. Bowel was a little dilated above obstruction, no other distinct adhesion found. Bowel was freed up from the patch. Postoperative course uneventful.¿ ¿ (B)(6) 2011: emergency room. ¿presents with abdominal pain. Duration lasting 2 days. The location of pain upon onset was periumbilical. Prior abdominal problems: surgery at same site for bowel obst [obstruction] with mesh placement. Impression: infected seroma.¿ ¿ (B)(6) 2011: ¿¿some induration and erythema over a portion of the vertical incision in the abdominal midline. Impression: possible developing infection at the mesh site of the previous incisional hernia.¿ ¿ (B)(6) 2011: CT abdomen/pelvis. ¿there is a fluid collection involving the midline of the anterior abdominal wall in the region of the patient¿s midline mesh material. This fluid collection measures approximately 10 hu [hounsfield units] and measures approximately 9.5 cm greatest width by 3.5 cm greatest ap diameter by 6.5 cm craniocaudal length. This essentially runs approximately the distribution of the mesh and does not extend outside of the mesh material. There is significant stranding in the region of the umbilicus. I see no evidence of abscess. There is an inflammatory mass-like region measuring approximately 4x3 cm to left of midline.¿ ¿ (B)(6) 2011: infectious disease consult. ¿anterior abdominal wall redness, induration, and tenderness.¿ ¿impression: he now presents with a possible abdominal wall infection with possible mesh involvement. He has been started on intravenous vancomycin and we will add coverage for mixed abdominal flora as well. Impression: fluid collection involving the region of the patient¿s anterior abdominal wall mesh. This is of relatively low density and is consistent with a seroma. Region of inflammation involving the umbilicus as discussed above. Although not discussed above, there is stranding within the subcutaneous tissues of the anterior abdomen at the level of the pelvis. The appearance is suggestive of an inflammatory process.¿ explant preoperative complaints: ¿ (B)(6) 2011: ¿gi/abdomen; soft, nt [non-tender], nd [non-distended]; purulent drainage from midline umbilicus. Diagnosis/impression: infected ventral mesh. Plan: removal of infected mesh.¿ ¿ (B)(6) 2011: operative indication. ¿underwent a laparotomy and developed a ventral hernia which we repaired laparoscopically with a gore-tex mesh. The patient subsequently developed bowel obstruction for which he underwent another laparotomy. This second laparotomy was through a transverse incision in the lower abdomen. At that time the patient had division of the mesh that had been previously placed for the ventral hernia repair laparoscopically. The patient now presents with a draining sinus tract in the periumbilical area and a CT scan which demonstrates fluid surrounding the previously placed mesh for the prior ventral hernia repair.¿ explant procedure: exploratory laparotomy with remove of ¿infected gore-tex mesh.¿ ventral hernia repair with 20 x 20 cm surgisis underlay mesh. Explant date: (B)(6), 2011 [hospitalization (B)(6), 2011] ¿ ¿we were able to get into the abdomen through the fascia above where the mesh had been previously placed. Once we entered the abdomen, we then carefully began our dissection. There was some omentum stuck to the gore-tex mesh, and we were able to take it down. There was one piece of small bowel stuck as well which we took down. We continued until we found the mesh and then dissected around the mesh and found a large pocket of purulence. The mesh was incorporated in several small areas. However, the majority of the mesh was not incorporated and involved in the infection. The mesh and purulent discharge were cultured. We debrided devitalized fascia and irrigated the wound. At this point we raised skin flaps laterally on both sides. We also discovered that the patient had weakened abdominal wall in the area of the previous transverse incision. Given these findings we decided to place a large piece of mesh in an underlay fashion. We decided to lay a biologic mesh because of the infection. A 20 x 20 cm piece of surgisis mesh was used to reinforce the 18 x 15 cm abdominal wall defect. This was put in place with interrupted 0 stitches of #1 pds that were transfascial. However, prior to placing the mesh, we did lyse adhesions for 2 hours in order to be able to place the mesh safely.¿ (B)(6) 2011: culture: ¿abd [abdominal] wound ¿ peptostepto [sic] rare and actinomycete rare¿ ¿abd wound ¿ fungal cx [culture] - ngtd [no growth to date]¿ (B)(6) 2011: discharge summary: ¿the patient was monitored on the floor after his ventral hernia mesh repair. He developed a postop adynamic ileus, required ng tube suctioning. He started having more bowel function. He had 3 jp drains placed in his abdomen which were putting out less fluid, so these were discontinued.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04273726. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for the bilateral inguinal herniorrhaphy were not provided.] [Missing records: records for the small bowel obstruction, colon resection and epigastric herniorrhaphy were not provided.] [Missing records: records for the CT scan showing ¿mid abdominal defect¿ were not provided.] (B)(6) 2006: history & physical. Ventral hernia s/p colon resection @ (B)(6). He was at (B)(6) in (B)(6) 2003 prior to admission at (B)(6) [illegible] with d/x of sbo. He then underwent an epigastric herniorrhaphy. Now presents to clinic with recurrent ventral hernia ((B)(6) 2006 CT shows minimal herniation of transverse colon incarceration). Palpable defect 4-5 cm in size right of midline 2-3 cm from umbilicus, + bs, nt, nd. Diagnoses: ventral hernia s/p previous epigastric herniorrhaphy. No obstruction. Plan: laparoscopic vs. Open repair. (B)(6) 2006: surgery h & p. Hpi: multiple year h/o abdominal defect that has been giving him occasional discomfort for 1 yr and he desires a definitive plan [illegible]. (B)(6) 2006: operative report. Operation: laparoscopic incisional hernia repair with mesh. Pre/postop diagnosis: incisional hernia. Procedure in detail: ¿the patient was taken to the operating room and placed supine on the operating table. After general endotracheal anesthesia was begun, a urinary catheter was placed. Then, the patient¿s abdomen was prepped and draped in the standard surgical fashion. The first one was placed under direct visualization using optiview trocar port in the left upper quadrant right below the coastal margin. We placed three more trocars on the left and right side of the patient. There were two trocars on the right and two on the left well away from the incision. The defect was measured as 9 x 11 and a piece of gore mesh (15 cm x 19 cm) was used to cover the defects by 3 to 5 cm on each side. Gore sutures were placed in each corner of the mesh. It was introduced into the abdomen. All sutures were tied through small stab incisions. A tacker was used to tack the mesh at least every centimeter. Every 3 to 5 centimeters a suture was placed to suture fixate the mesh. The mesh was placed well. The fascial defect was closed with a fascial closure device. All the incisions were closed after irrigation with copious amounts of saline. The skin was closed with sutures and dermabond, and gauze was placed upon the incisions. An abdominal binder was placed upon that. All sponge and instrument counts were correct times two. The patient was brought to the recovery room extubated without difficulty in good condition.¿ (B)(6) 2006: implant record. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 04273726. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/04273726) was implanted during the procedure. (B)(6) 2006: discharge summary. Exam: unremarkable, except for a 4 to 5 mm fascial defect in the midline that was reducible. Hospital course: CT scan done that showed a mid abdominal wall defect without significant intestine herniation approximately 4 cm above the umbilicus, but with minimal herniation of the transverse colon. The patient was planned for a laparoscopic versus open ventral hernia repair mesh. The patient had a successful repair of his ventral hernia performed laparoscopically . The patient did well postoperatively, tolerating clear liquids and voiding without difficulty. Discharge instructions: follow up with surgery r clinic in two weeks. The patient is instructed no lifting over 10 pounds for the next two weeks. (B)(6) 2009: emergency room visit. Hpi: c/o of abdominal pain and developed lower abdominal pain over the last 1-2 days which has progressed. The pain is severe and he has been mildly nauseated. He is hiv positive and has had bilateral hernia surgery as well as colon surgery for a hole in it. The location of pain upon onset was suprapubic, the present location of pain is suprapubic. Impression and plan: diagnosis: sbo. Admit: to inpatient unit. (B)(6) 2009: radiology-CT abdomen/pelvis. Clinical information: abdominal pain. Nausea and vomiting. Lower abdominal pain. Findings: the colon is relatively decompressed. Multiple dilated loops of small bowel are evident throughout the abdomen. Mesh is noted within the anterior abdominal wall. Within the pelvis, the terminal ileum is decompressed. There appears to be a transition zone from dilated ileum to nondilated ileum on images 72-67 of series 3, just to the right of midline. Impression: distal small bowel obstruction with transition point within the mid pelvis, as discussed. (B)(6) 2009: operative report. Pre/postop diagnosis: small-bowel obstruction. Procedure: lysis of adhesions. Description of procedure: ¿the patient was given satisfactory general endotracheal anesthetic and the abdomen was prepared and draped in the usual sterile fashion. The abdomen was entered through a routine transverse incision just below the umbilicus. There was a rubber sheath-type of patch encountered. This had been secured to the peritoneum with screw-type tackers. This was transected just above the lower edge. There was bowel densely adhered to this and this was freed up without entering the bowel. After the incision had been made, all the small bowel was pulled out into the field. The bowel was a little bit dilated above the point of obstruction, but there was no other distinct adhesion found. The bowel had been decompressed mostly by the nasogastric suction. The bowel was run in its entirety and there was no injury, other abnormality, or other adhesion. The remainder of the abdomen was explored briefly by palpation and no abnormality was found. The facial layers were then closed in modified tom jones sutures of # 0 eithibond. The subcutaneous layer was irrigated with betadine solution and was then closed with interrupted 3-0 vicryl. The skin was closed with running 4-0 subcuticular vicryl. A dry dressing was placed. The patient tolerated the procedure well and was returned to the recovery room in satisfactory condition. Blood loss was negligible.¿ (B)(6) 2009: discharge summary. Final diagnosis: small bowel obstruction. Hospital course: placed on IV fluids and nasogastric tube suction. Obstruction failed to resolve. Taken to operating room, bowel was densely adherent to a rubber sheath type ventral hernia patch. Bowel was a little dilated above obstruction, no other distinct adhesion found. Bowel was freed up from the patch. Postoperative course uneventful. (B)(6) 2011: emergency room visit. Hpi: presents with abdominal pain. Duration lasting 2 days. The location of pain upon onset was periumbilical. Prior abdominal problems: surgery at same site for bowel obst with mesh placement. Impression: infected seroma. Plan: admit. (B)(6) 2011: history & physical. Hpi: diabetic with multiple previous abdominal hernia repairs complaining of discomfort in the area of one of his previous incisions 3 days ago. Developed severe erythema. Exam: abdomen; some induration and erythema over a portion of the vertical incision in the abdominal midline. Impression: possible developing infection at the mesh site of the previous incisional hernia. (B)(6) 2011: radiology- CT abdomen/pelvis. Clinical information: abdominal pain. Periumbilical pain. Erythematous mass in the lower abdomen regional to a previous surgical scar. Findings: there is a fluid collection involving the midline of the anterior abdominal wall in the region of the patient¿s midline mesh material. This fluid collection measures approximately 10 hu and measures approximately 9.5 cm greatest width by 3.5 cm greatest ap diameter by 6.5 cm craniocaudal length. This essentially runs approximately the distribution of the mesh and does not extend outside of the mesh material. There is significant stranding in the region of the umbilicus. I see no evidence of abscess. There is an inflammatory mass-like region measuring approximately 4x3 cm to left of midline. Impression: fluid collection involving the region of the patient¿s anterior abdominal wall mesh. This is of relatively low density and is consistent with a seroma. Region of inflammation involving the umbilicus as discussed above. Although not discussed above, there is stranding within the subcutaneous tissues of the anterior abdomen at the level of the pelvis. The appearance is suggestive of an inflammatory process. (B)(6) 2011: consultation-infectious disease. Hpi: anterior abdominal wall redness, induration, and tenderness. Of note he is hiv positive, takes oral antiretroviral therapy, epzicom and boosted integrase. Impression: he now presents with a possible abdominal wall infection with possible mesh involvement. He has been started on intravenous vancomycin and we will add coverage for mixed abdominal flora as well. (B)(6) 2011: history & physical. Cc: drainage from abdomen. Hpi: infected ventral hernia mesh. Bih, vhr (drain + cap). Exam: gi/abdomen; soft, nt, nd; purulent drainage from midline umbilicus. Diagnosis/impression: infected ventral mesh. Plan: removal of infected mesh. (B)(6) 2011: operative report. Pre/postop diagnosis: infected mesh and ventral hernia. Procedure: exploratory laparotomy with removal of infected gore-tex mesh. Ventral hernia repair with 20 x 20 cm surgisis underlay mesh. Indication: underwent a laparotomy and developed a ventral hernia which we repaired laparoscopically with a gore-tex mesh. The patient subsequently developed bowel obstruction for which he underwent another laparotomy. This second laparotomy was through a transverse incision in the lower abdomen. At that time the patient had division of the mesh that had been previously placed for the ventral hernia repair laparoscopically. The patient now presents with a draining sinus tract in the periumbilical area and a CT scan which demonstrates fluid surrounding the previously placed mesh for the prior ventral hernia repair. We discussed risks, benefits for proceeded with exploration with the patient as well as the fact that we may need to remove the mesh, and we discussed the options of placing a biologic mesh. Temporarily closing with vicryl mesh, as well as possibly leaving the wounds open. We also discussed the possibility of modified components separation technique as well and the patient wished proceed. We also discussed risks, benefits of proceeding with the surgery and he wished to proceed. Procedure in detail: ¿the patient was taken to the operating room, and after general endotracheal anesthesia had been administered, the patient was prepped and draped in the usual sterile fashion. Prior to incision, the patient received vancomycin and ciprofloxacin. The abdomen was opened in the midline. We were able to get into the abdomen through the fascia above where the mesh had been previously placed. Once we entered the abdomen, we then carefully began our dissection. There was some omentum stuck to the gore-tex mesh, and we were able to take it down. There was one piece of small bowel stuck as well which we took down. We continued until we found the mesh and then dissected around the mesh and found a large pocket of purulence. The mesh was incorporated in several small areas. However, the majority of the mesh was not incorporated and involved in the infection. The mesh and purulent discharge were cultured. We debrided devitalized fascia and irrigated the wound. At this point we raised skin flaps laterally on both sides. We also discovered that the patient had weakened abdominal wall in the area of the previous transverse incision. Given these findings we decided to place a large piece of mesh in an underlay fashion. We decided to lay a biologic mesh because of the infection. A 20 x 20 cm piece of surgisis mesh was used to reinforce the 18 x 15 cm abdominal wall defect. This was put in place with interrupted 0 stitches of #1 pds that were transfascial. However, prior to placing the mesh, we did lyse adhesions for 2 hours in order to be able to place the mesh safely. Once the mesh was in place, we then closed the fascia over the top of the mesh. We closed the fascia with interrupted figure-of-8 #1 pds. We then irrigated the wounds and placed [2] 10-flat jackson-pratt drains which were pulled out through a separate stab incisions in the lower abdomen. Skin was then closed with skin staples, and sterile dressings were applied. At the end of the case, all sponge, needle, and instrument counts were reported as correct x2. The patient was taken to recovery in stable condition.¿ there is no information detailing the etiology of the infection. [Missing records: a culture report detailing analysis of the specimen removed during the 08/16/11 procedure were not provided.] (B)(6) 2011: discharge summary. Admission diagnosis: infected ventral hernia mesh. Discharge diagnosis: infected ventral hernia mesh. Hospital course: the patient was monitored on the floor after his ventral hernia mesh repair. He developed a postop adynamic ileus, required ng tube suctioning. He started having more bowel function. He had 3 jp drains placed in his abdomen which were putting out less fluid, so these were discontinued. Discharge condition: good. (B)(6) 2015: office note. Hpi: recurrence in his left abdomen and upper abdomen it is not symptomatic it always reduces. Impression: incisional hernia. Plan: patient to wear a binder ongoing or at some point in time call back in schedule open repair with mesh of incisional hernia. (B)(6) 2015: operative report. Pre/postop diagnosis: incisional hernia. Procedure: open incisional hernia repair with mesh. Findings: ¿multiple defects near the umbilicus in the upper midline. Procedure in detail: a skin incision was placed at the umbilicus. A large defect was encountered. Upon dissecting out the defect, there were multiple small defects in the upper midline. This was dissected out further and the incision was lengthened. After this was accomplished, the 12 mm x 15 ml skirted physiomesh was placed and tacked circumferentially. The fascia was closed incorporating the mesh with ethibond sutures, interrupted 3-0 vicryl and 4-0 monocryl. Steri-strips and dressing applied. The patient was awakened and carried to the recovery room in good condition after tolerating the procedure well.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, mesh removal, additional surgery. Additional event specific information and medical records have been requested.